Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device had cuts/cracks on the sleeve at the wall-socket joint was confirmed. An assessment was performed and it was determined that there holes in the hose near the muffler and the red indicator was missing, and the vanes were worn. It was further determined that the device failed pretest for hose verification, muffler tube verification, loctite-modified set screws assessment, and rotational speed assessment (below minimum rpm). The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during the check process in sterile processing it was observed that the motor device had cuts/cracks on the sleeve at the wall-socket joint of the sleeve. During in-house engineering evaluation it was determined that the device failed pre-test for rotational speed assessment (below minimum rotations per minute (rpm)). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.